Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient presented with two plus diffuse lamellar keratitis (dlk) bilaterally one day post lasik. Topical steroid drop dosage was increased. Patient states doing good. Loss of best corrected visual acuity was noted. Upon follow up, five days post lasik, blurry vision in the right eye was noted. Patient was instructed to use topical steroid drop every two hours in the right eye and artificial tears every one to two hours. Two days later, a film was reported on right eye. A drop of a topical antibiotic and at topical anesthetic drop were placed on the right eye before it was flushed out with a sterile intraocular irrigating solution. Patient is to use topical antibiotic drop in the right eye. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).